Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2014 with the following results:a review of the pump¿s history showed that the last basal and last bolus deliveries were on 12/24/2013. A manual time/date change was observed on 12/24/2013 from 14:56 to 12/24/2014 14:58. The history showed no activity outside of normal use and the total daily doses added up to accurately reflect the user¿s programmed basal rates.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient stated that blood glucose levels had elevated to 162-355 mg/dl since receiving the pump. There were no reported symptoms other than the blood glucose levels of 162-355 mg/dl which does not meet animas criteria for an adverse event. The patient¿s health care practitioner requested a pump replacement. The patient was unsure of the pump¿s settings, however confirmed that bolus history was correct, basal settings and basal total daily doses were within acceptable limits. The patient was advised that the pumps settings may not have been programmed correctly since switching to the pump. This complaint is being reported because of the health care's insistence that the pump be replaced. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.